Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the endoscopic support specialist (ess). On september 20, 2018, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess noted the following reprocessing deviations: brushing was not performed with the scope completely submerged inside the water but slightly out; however, the reprocessing technician later corrected this. The ess reported that the facility¿s reprocessing technician stated that the site will sometimes put the olympus suction cleaning adaptors in rapicide to soak or just throw them inside the medivators aer. The ess noted that when inquiring about an air/water channel cleaning adaptor the facility had a limited supply as none were available; therefore, the ess was unable to demonstrate how it is use at pre-cleaning. The reprocessing staff was not using gloves when handling the scope. The facility dried the scopes by connecting hookups to either compressed or medical grade air. It was also noted that the staff used the scope buddy and the medivators dsd aer. The ess recommended that the facility perform reprocessing in accordance with the manufacturer¿s reprocessing manual.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.

Manufacturer narrative:
The scope was returned to olympus and is pending evaluation. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility¿s reprocessing practice for their gif scopes and to provide reprocessing training if necessary. The user facility has not yet finalized a date.

Event description:
Olympus was informed that the scope was reprocessed three times and each time cultured positive for an unspecified microorganism. The site utilizes a medivators dsd aer for reprocessing. There are no known issues with the facility¿s aer. There are no associated patient infections. Additionally, the user facility reported that about (B)(6) 2018 an olympus endoscopy support specialist performed an in-service and training for the facility¿s ercp scopes.